Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported from cicu that (3) alaris pumps gave the error message "channel communication error" during line change, and there was no patient impact. Pump asset tag ID's were (B)(4), however the device serial numbers were not provided, and the pcu ID was unknown. Although requested, further information was not provided.